Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a bilateral knee in 2009, and since had developed some instability on the right side. The surgeon decided to perform a synovectomy/poly swap to a thicker insert.